Event description:
A customer obtained erroneously elevated troponin (accutni) results for three patients. Subsequent testing produced results in the risk stratification range for the 1st patient and within the normal reference range for the other two patients. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are collected in 4ml bd lithium heparin tubes with gel. The specimens are centrifuged at 3,500 rpm for 10 minutes. Specimens are sampled from the primary tubes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. Pre-analytical sample handling was discussed with the customer. Service was offered and the customer declined. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.